Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 300 dialyzer, the dialyzer was not functioning properly. At an unreported time during treatment, the patient was unable to dialyze and experienced symptoms of hemolysis. The patient was brought to the emergency room and was subsequently hospitalized. Treatment and interventions for the event were not reported. At the time of this report the patient outcome was not reported. No additional information is available.